Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 429 mg/dl. Customer declined high blood glucose troubleshooter. Customer states when they remove cannula from body, the cannula was fracture. Customer states that the introducer needle was hard to remove. Customer states that after insert it and remove the needle and go to close it the needled broke off. Customer states that they were able to use the infusion set's. Customer states that they were not able to dispose of the needle. The insulin pump will not be returned for analysis.